Event description:
Pt called office 2003 stating they had been burned on both feet by hf1200d. Stated they were in the hosp 2 months. Institution did tell the MFR the unit was serviced by an outside service.